Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial number or sample was provided by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information has been requested. (B)(4).

Event description:
A compliance officer reported (B)(4) cases of "refractile inclusions" termed as glistenings. The glistenings are reported to be affecting the quality and amount of vision in the patients involved. Additional info has been requested. There are (B)(4) medical device reports associated with these events; this is the fourth case. This patient was bilaterally implanted. This is for the left eye.